Manufacturer narrative:
Evaluation: this incident was never reported to smiths medical. The FDA sent a copy of the medwatch report to smiths medical and his report was received on january 24, 2007. At this time, smiths medical is waiting for add'l info concerning this event from the facility. A follow-up report will be filed upon the completion of our investigation.